Manufacturer narrative:
Valleylab inc response: the lot records were reviewed and no pertinent entries were noted. The customer should be advised to return incident product to valleylab for analysis. No sample was rec'd for eval, therefore valleylab was unable to perform inspections and tests necessary to confirm the customers report. Valleylab utilizes the info gained during such investigations to improve the product design, assembly processes and process controls and user education and training. Allegiance investigation: product qualification for this component is qualified and acceptable for gamma sterilization. The DHR review showed no deviations for this batch.

Event description:
The physician was performing an adenoidectomy procedure. The pt was intubated with a non-cuffed et tube. Just as the physician started the procedure, activating the cautery suction coagulator, they thought they saw a spark and a fire started in the pt's throat. The endotracheal tube was burned and a there was a small burn to the pt's posterior pharynx. The procedure was cancelled and pt sent home the next day. Physician examination report indicated that no burns beyond the vocal cords. Customer has retained sample in bio-med department.